Event description:
It was reported that an ilet did not power on or charge despite being on the charging pad for approximately a day, leading the caregiver to place the patient on backup subcutaneous insulin therapy; blood glucose reportedly rose to about 400 mg/dl before stabilizing, and no symptoms were reported, consistent with a device battery problem involving the battery component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge and implicated the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.